Manufacturer narrative:
Additional information: g3, g6, h2, h7, h9.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. No accessories, or original packaging was available for inspection. Visual inspection of the returned rf generator indicated all labels are intact, legible and are free of physical damage. A large section of the upper assembly plastic was noted at the left front corner. Inspection of the internal components revealed a failed and charred capacitor at the c49 location on the radio frequency control board, which resulted in the event reported. No functional testing was performed due to the physical damage previously identified. During further analysis performed, the root cause of the event was isolated to a thermal event located at capacitor on the rf control board. The device history record was reviewed to ensure that each manufacturing, and inspection operation was performed. No rework or non-conformances associated with the reported event were identified. The product passed all manufacturing and inspection criteria at the time of manufacture. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue was isolated to a component failure on the radio frequency control board.

Event description:
This report is to advise of an event observed during analysis confirming a thermal event with the generator.